Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise due to electro magnetic interference (emi) was observed. No further information available.